Event description:
Stent with delivery system was advanced to the target lesion in the obtuse marginal artery. It was not possible to cross the lesion, therefore, the stent and delivery system were pulled back, and the stent dislodged from the stent delivery system in the femoral artery. It is not known whether or not the physician followed the instructions for use for the removal of an undeployed stent. The stent was surgically removed. No further treatment was performed, and there was no add'l clinical sequelae reported relative to the event.